Manufacturer narrative:
This report is submitted on july 13, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on july 09, 2024.